Manufacturer narrative:
Strips have all been used and are no longer available.

Event description:
It was reported the patient received the following results within 10 minutes: 270 mg/dl and 110 mg/dl.